Manufacturer narrative:
H6: code 4617 was inadvertently omitted on manufacturer device report 1220648-2025-26067.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device was mechanical circulatory support and the next day an intracerebral hemorrhage was noted on computed tomography scan of the head. Flows were appropriate per performance level. The discussion with the family was planned and would include possible removal of the impella cp. However, the following day the impella cp was removed after an impella in the ventricle alarm triggered. The patient was reported to be hemodynamically stable post explant.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of stroke and positioning issues has been completed. The impella device was not returned for evaluation. Therefore, the root cause of the positioning issue and stroke was not determined since the product was not returned and insufficient clinical information was provided. B.2 revised selections as some selections were reported incorrectly on the initial manufacturer device report number 1220648-2025-26067.